Event description:
On (B)(6) 2024 the site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that the patient became very irritable with right side flaccidness along with left eye gaze on (B)(6) 2024. Head and neck CT scans were performed 3 days in a row. The results showed that continued evolution of the left mca territory infarct with increasing associated edema resulting in worsening mass effect on the left lateral ventricle as detailed. No hemorrhagic conversion or frank herniation. According to the site, the berlin heart excor blood pump pu valves; 15 ml in/out; ø 9 mm functioned as intended, with complete fill and ejection. Deposits were noted in the pump.

Manufacturer narrative:
The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 until the time of pump exchange on (B)(6) 2024. The pump was on the patient for 49 days, and the event occurred on (B)(6) 2024 (45 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, (B)(6) and the pump was produced according to our specification. The other event which occurred on (B)(6) 2024 from the same pump associated with this patient was submitted as 3004582654-2024-00058.